Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a short battery life issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 02/17/2015. Device evaluation: the device has been returned and evaluated by product analysis on 01/30/2015 with the following findings: the pump powered on with the returned battery cap which was able to be fully tightened. The battery compartment was found to be intact. No errors or alarms were observed in the black box. One alarm associated with a post delivery motor power supply fault was observed in the alarm history on 11/15/2014. The current draws were found to be within specifications. No complaint related alarms were duplicated during the investigation. The pump case was removed for further investigation and no evidence of moisture or loose components were found inside the pump. No evidence of intermittent contact was found within the pump.